Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the cicu staff observing a controller fault alarm was confirmed via the submitted log file. The submitted log file contained data from (B)(6) 2001 and (B)(6) 2026 per timestamp. For the entire log file, yellow wrench alarms along with active clock not set flags were observed due to the controller clock being reset to the default timestamp of (B)(6) 2001. The clock not set flag cleared when the controller clock was set to (B)(6) 2026 at 22:29:05 in the final event captured. Multiple attempts were made to obtain additional information regarding if the cause of the alarms was identified, if the alarms resolved, if any additional troubleshooting was performed, if any product will be returned; however, no additional information has been provided and to date, no system controller has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas if, rev. A, heartmate ii patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot yellow wrench alarms, including those associated with clock not set faults. This section also notes the yellow wrench alarms associated with clock not set faults will only display on the heartmate touch and will not display on the system controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and maintain the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient stated they experienced a system controller fault and exchanged their system controller without notifying clinicians. Log files were submitted for review and captured low speed advisories, driveline faults and pump stops. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu). According to records, this patient had a driveline repair on 29oct2025 (cs-219371) and should have been using a power module with an ungrounded cable, or batteries. The log files were submitted for review and confirmed that the mpu was in use at the time of the event. It was later reported by intensive care unit staff that the patient experienced system controller fault alarms around 22:30 with "- - -" as the flow on (B)(6) 2026, pt came in "unstable" labs requiring the patient be placed on emergent dialysis with vasoppressive drugs for support. This system controller ((B)(6)) was just changed/added to the patient 6 days ago, last week. Additional log files were submitted for review and captured the internal clock not set and shows default date/time of (B)(6) 2001 at 0100. Also noted multiple low speed and pump off events throughout the log on both mpu and battery power as well as intermittent driveline fault events. The driveline wire impedance for the driveline fault algorithm values show the orange (phase 3) and the yellow (phase 1) wire having continuity issues.